Event description:
Health professional reported "the catheter between the port-a-cath and a gastric band developed a pinhole of about 10cm from the port because the wall of the catheter appears to have been eroded away. The catheter wall gradually narrows down to a spot where it breaks through the inner lumen. The surface where the wall is narrowed looks very much smooth. Once the hole appears, the pressure within the gastric band's closed system could no longer be maintained and it lost its ability to constrict the opening to the stomach. The patient required repeat surgery for port and catheter replacement."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."